Event description:
Additional information received indicates that the patient underwent surgical intervention during which the ipg was explanted and replaced.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's ipg became unable to communicate with external devices after an unrelated procedure where the ipg was set to surgery mode. Troubleshooting was unable to resolve the issue. As a result, surgical intervention may occur to address the issue.

Manufacturer narrative:
Date of event is estimated. Initial reporter phone number: (B)(6).